Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. Blood glucose was in the 400s at the highest. The pump supplies were changed to resolve the occlusion. As the event had occurred in the past, tandem technical support was unable to determine the cause.